Event description:
This rv lead was implanted on (B)(6) 2004. A call to technical services on 9/16/11 states that patient came in complaining of light headedness last week. Noted one vt episode and adjusted meds. Now in office again, same complaint of light headedness but seeing several more vt episodes. Looks like noise on lead. Can reproduce with isometrics. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).